Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was inserted into the patient and the valve was leaking. The sheath was replaced and the issue resolved. Case continued. Additional information received describes the hemostatic valve that is on the sheath was detached when it was opened. It was not broken in two, it was detached. The sheath was never inserted into the patient and therefore no additional measures were taken.

Manufacturer narrative:
On 11-sep-2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred.the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was inserted into the patient and the valve was leaking as the hemostatic valve on the sheath was detached when it was opened. It was not broken in two, it was detached. The sheath was replaced and the issue resolved. Device evaluation details:the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi then conducted visual inspection and microscopic examination of the returned device.visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath.microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. The brim cap and the silicone ring were placed in the correct position and found in good conditions.a device history record was performed, and no internal actions related to the reported complaint were identified.it should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied.according to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿as part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. However, due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue.if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) it was noticed that the customer initially reported a hemostatic valve leak, however, additional information available at the time of 3500a initial medwatch indicated the hemostatic valve was actually separated. The h6. Medical device problem code of ¿fluid leak (a050401)¿ was incorrectly reported. As such, the h6. Medical device problem code field has been updated with the correct code of ¿material separation (a0413)¿